Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional xience prime device referenced is being filed under a separate medwatch report #.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous, moderately calcified proximal right coronary de novo artery. A 3.5x33mm rx xience prime stent was deployed and a dissection occurred at the distal edge of the stent. A 3.0x23mm xience prime stent was deployed to cover the dissection and a new dissection occurred. A 3.0x15mm unspecified stent was used to cover the dissection successfully and complete the procedure. There was no adverse patient sequela reported. No additional information was provided.